Manufacturer narrative:
B3- used 01mar2019 as event date since the correct date was not provided. Returned product consisted of a ffr comet pressure wire not connected to the ocb cable. The shaft showed multiple kinks located throughout the guidewire shaft. The wire was connected to the handle and then connected to the ffr link to check signal strength. The signal was present as designed. The tip of the wire was missing when returned. The tip was pulled off the shaft by an extreme tensile force. This damage is consistent with the extreme damage at the shaft area of the tip showing multiple kinks in that area. This is consistent with some interference between the guidewire and another device such as an introducer sheath. The diameter where the tip is inserted looks to be out of round and bent as if tensile and bend force were applied. There was no indication of body fluids in the sensor housing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was confirmed for tip detachment issues.

Event description:
It was reported that a tip detachment occurred. An fractional flow reserve (ffr) procedure was being performed. Several guide catheters were used as they were having trouble cannulating the artery. This 185cm comet pressure wire was then advanced through the unspecified guide catheter. However, during the procedure approximately 2.5cm of the radiopaque tip portion of the comet wire fractured. All parts of the wire tip were retrieved from the patient. The procedure was finished successfully. It was further reported that it was hard to get a proper guide into the vessel. The tip of the comet wire may have become caught on a balloon while inside the guide catheter. During removal they pulled the comet wire hard which caused the tip fracture. The comet wire tip remained inside the guide catheter during removal. The were no issue with the patient.

Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided. Returned product consisted of a ffr comet pressure wire not connected to the ocb cable. The shaft showed multiple kinks located throughout the guidewire shaft. The wire was connected to the handle and then connected to the ffr link to check signal strength. The signal was present as designed. The tip of the wire was missing when returned. The tip was pulled off the shaft by an extreme tensile force. This damage is consistent with the extreme damage at the shaft area of the tip showing multiple kinks in that area. This is consistent with some interference between the guidewire and another device such as an introducer sheath. The diameter where the tip is inserted looks to be out of round and bent as if tensile and bend force were applied. There was no indication of body fluids in the sensor housing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint was confirmed for tip detachment issues.

Event description:
It was reported that a tip detachment occurred. An fractional flow reserve (ffr) procedure was being performed. Several guide catheters were used as they were having trouble cannulating the artery. This 185cm comet pressure wire was then advanced through the unspecified guide catheter. However, during the procedure approximately 2.5cm of the radiopaque tip portion of the comet wire fractured. All parts of the wire tip were retrieved from the patient. The procedure was finished successfully.